Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, however, it has been confirmed that these are not available and thus there is only very limited information available for the investigation. It has been confirmed that the explanted devices were discarded by the hospital following the revision and therefore cannot be examined. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed and the details of this review will be provided in a supplemental report upon completion of this investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1 year and 6 months due to reported irritation. Please note: the trinity biolox delta ceramic liner listed in this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.